Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the "tubing set which had moisture in them, pin holes, and the blood was squirting out". Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was unk. There were no adverse effects reported. Medical intervention was required and the tubing was replaced. The pt received ancef 1g prophylactically. The pt did complete treatment. The sample is not available for the MFR to do an eval.